Event description:
The pt called lfs and alleged the one touch basic enhanced meter was giving erratic readings. Pt reported blood glucose results of 100 mg/d, 70 mg/dl, 70 mg/dl and 30 mg/dl on the reported meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt reports symptoms of "just a little shakiness" and was taken to the hosp and stayed 2 nights. The pt's blood glucose reading in the hosp was reported as 33 mg/dl. The pt was treated with intravenous fluids. The meter subsequently quit powering on and the pt was unable to get readings on the one touch basic enhanced meter. The customer care rep verified that the meter would not turn on. It is unclear when the meter quit powering on and if the malfunction contributed to the serious injury. The customer care rep could not perform troubleshooting. No check strip or control solution was available. No further info is supplied. The medical affairs specialist was unable to obtain further info by phone. A letter was sent to the pt. The meter was replaced.